Event description:
On (B)(6) 2013, the lay-user/reporter contacted lifescan (lfs) USA, alleging that the onetouch ultra2 meter is giving inaccurate reading of ¿143 mg/dl¿ compared to normal reading/feeling. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2013 at 4:12 pm, the patient obtained the ¿143 mg/dl¿ reading on the subject meter. According to the reporter, the patient subsequently developed symptoms described as ¿sweaty, confused, and lethargic.¿ there was no report of any required medical intervention due to the reported issue. The unit of measurement was correctly set. The test strips were within the discard date. The lfs product was replaced and requested back for investigation. This complaint is being reported because, the patient had unexplained symptoms suggestive of hypoglycemia after she obtained reading from the lfs meter. There is no indication a product malfunction was associated with the reported incident.

Manufacturer narrative:
Follow-up # 1 ¿ (12/18/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.